Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoid resection. According to the reporter: disposable surgical stapler handle stuck and would not fire staples. No patient injury reported.